Manufacturer narrative:
The device has been requested, but not received yet. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: the tip broke off during surgery. An x-ray was taken and tip was not seen inside the pt. No pt injury reported.